Event description:
It was reported that key number seven (7) of a spectrum pump keypad was not functioning. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found a hole in key number seven(7). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.